Event description:
It was reported that the ventilator during treatment, had insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed functional and pre-use check tests and no malfunction was found and no parts were replaced. The ventilator was cleared for clinical use. The received logs revealed several alarms dated 2022-12-12, expiratory minute volume low, respiratory rate high and paw high. The generated alarms indicted that a leakage situation occurred. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The logs revealed that the pre-use check has not be done since 2022-11-17. The conclusion is that no ventilator malfunction was found a the time of event. The root caused for the leakage situation could not be determined.